Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and 2 cfu of micrococcaceae were detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 43 colony forming units (cfus) of micrococcus luteus and coagulase negative staphylococcus a in the operating/biopsy channel; and staphylococcus epidermidis in the air/water channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: biopsy ch. Cfu: 39cfu (90% recovery) or 43cfu bacterial identification: micrococcus luteus, coagulase-negative staphylococci sampling from: a/w-ch cfu: 39cfu (90% recovery) or 43cfu bacterial identification: staphylococcus epidermidis sampling date: (B)(6) 2024 sampling from: all channels cfu: 2cfu bacterial identification: micrococcaceae the device was evaluated where no abnormalities were found that could have led to the reported event. The following is included in the device instructions for use (IFU): ¿IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.